Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector. Visual inspection noted balloon burst. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted on (B)(6) 2025 on the 4th day that was on (B)(6) 2025 during a diaper change, when abdominal pressure was applied, it naturally removed. The balloon was not inflated. Per follow up information received via ibc on 04jun2025, stated that as the product was already shipped so sales cannot confirm if the balloon had any leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted on (B)(6) 2025 on the 4th day that was on (B)(6) 2025 during a diaper change, when abdominal pressure was applied, it naturally removed. The balloon was not inflated. Per follow up information received via ibc on 04jun2025, stated that as the product was already shipped so sales cannot confirm if the balloon had any leakage.